Event description:
It was reported by the affiliate that during an unknown procedure, the device pulled out instead of clean-out. The stapler pulled out the tissues instead of clean cutting them. There was an important hemorrhage. The procedure was extended for half an hour. There was a blood transfusion, but not only due to the incident. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the cutting feature performed as intended.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.